Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in stent. An opticross¿ 6 imaging catheter was used in a post intravascular ultrasound (ivus) on the implanted non-bsc stent. During the procedure, the opticross¿ 6 imaging catheter got stuck in the distal edge of the stent. The physician noted that the guidewire port portion got caught. The physician was able to remove it by pushing and rotating the catheter. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the returned device found that a damage was observed on the guidewire exit port assembly. A kink was observed in the sheath assembly from femoral marker to the distal end. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in stent. An opticross¿ 6 imaging catheter was used in a post intravascular ultrasound (ivus) on the implanted non-bsc stent. During the procedure, the opticross¿ 6 imaging catheter got stuck in the distal edge of the stent. The physician noted that the guidewire port portion got caught. The physician was able to remove it by pushing and rotating the catheter. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during a percutaneous coronary intervention (pci) the 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. An intravenous ultrasound (ivus) procedure confirmed, that the stent had no issue when the complaint device was removed. The procedure was completed after the device was post-expanded.